Event description:
It was reported that during a port placement procedure, a guidewire hoop was allegedly found to be damaged upon opening the package. It was further reported that the white part of the hoop was allegedly found to be cracked. However, a guidewire was used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one guidewire in a guidewire hoop was returned for evaluation. Confirmed for the reported defective component and the identified fracture issues, as a clip of the packaging hoop was returned broken in two pieces. A definitive root cause gross visual evaluation was performed. Although the sample was returned for evaluation, one electronic photo was provided for review. The investigation is could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 08/2022).